Event description:
On 3 occasions defibrillator-pacers in the ER have failed to pace. The cause was traced to the pacing adapter which had bent pins and would not connect with the defibrillator. It appears the pins are bending when the pacer cable is inserted into the defibrillator but the cable would lock in place giving the appearance of the cable connecting correctly. Co has been contacted about this problem and they indicated that this is a design problem which they are working to improve, but they could not give rptr a time frame for the new design.